Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use eifu, states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The viper wire used in this case contains an 0.017¿ step, which likely allowed the viper wire to pull through the filter resulting in thrombosis and unexpected medical intervention. An in-service has been requested to address the IFU violation and how it contributed to this event. Based on the reported information, there is no indication that the reported material separation resulting in thrombosis and unexpected medical intervention is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, exchanging the provided barewire filter delivery wire for the incorrect sized viper wire prevented the ability to retrieve the filter causing the filter to come off the viper wire resulting in thrombosis and unexpected medical intervention. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The viper wire that was selected for use appears to have a 0.017¿ step which allowed the wire to pull through the filter. H6 - medical device problem code 2017: guide wire / fdw selection incorrect.

Event description:
It was reported that the procedure was performed in the superficial femoral artery (sfa) popliteal with heavy calcification. The emboshield nav 6 filter was successfully deployed and there were no issues. However, when attempting to retrieve the filter, the filter popped off [separated] and a snare device was used to manually retrieve the filter. All the debris in the basket was released which caused a clot. The clot was aspirated with an aspiration tubing and a non-abbott stent was successfully deployed to treat the patient which completed the procedure. The patient is stable and in good condition. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Subsequent to filing the initial report, update to additional mfg narrative: the device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instructions for use (eifu) states: ¿the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element¿. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The viper wire used in this case contains an 0.017¿ step, which likely allowed the viper wire to pull through the filter resulting in thrombosis and unexpected medical intervention. Based on the reported information, there is no indication that the reported dislodgement of the filter resulting in thrombosis and unexpected medical intervention is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, exchanging the provided barewire filter delivery wire for the incorrect sized viper wire prevented the ability to retrieve the filter causing the filter to come off the viper wire resulting in thrombosis and unexpected medical intervention. The barewire filter delivery wire contains an 0.019¿ step which prevents the filtration element from coming off the wire during filter retrieval. The viper wire that was selected for use appears to have a 0.017¿ step which allowed the wire to pull through the filter. Corrections: h6 - medical device problem code 1562 was removed and 2923 was added. H11 - additional mfg narrative: revised.